Event description:
It was reported by the pt via email that a serious trocar related injury occurred. Pt provided additional info that a laparoscopic exploratory gyn was performed. Dr lacerated the inferior vena cava, aorta and nicked the small bowel. Procedure was converted to open and a general surgeon was called in to assist. Pt received 4-5000 cc's of blood. All was controlled. Later learned that the dr had nicked the iliac artery with the veress needle, the artery was presumed to have healed and clotted, pt has 95% occlusion of the artery. Pt is doing okay, wears compression stockings everday on both legs and a pneumatic boot on the left leg every night for circulation.